Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during the procedure, prior to implanting, the guidewire was inserted in the lead over the table as usual. However, when the physician tried to recover it, the guidewire got stuck inside the lead, and it couldn't be removed. The lead and guidewire were discarded. The procedure was completed with a new guidewire and lead. No adverse patient effects were reported.